Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the bio-med engineer that during a routine chest x-ray of the patient, it was discovered that the outflow bend relief did not appear to be connected. The metal portion of the bend relief was above and at an angle from the outflow graft connection. It was noted that the patient is doing well and not exhibiting any signs of kinks or obstruction. There are plans to take the patient back to the operating room to attach the outflow bend relief. A chest x-ray was sent to the manufacturer for review. Instructions by the manufacturer were given to the medical staff to ensure that the bend relief is appropriately and fully engaged.